Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.

Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating "patient reported that her syringe jumped out of the pump and she was not able to complete her infusion. A new replacement pump has been sent for the pt to receive. Pump is available for return, and we are sending a pump return box to the pt. The pump is used to infuse 8 grams of hizentra subcutaneously every week. No further information provided. No side effect was reported. Indication: common variable immunodeficiency with "precombinant" abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver." A good faith effort was sent to the initial reporter on (B)(6) 2020. A response was received (B)(6) 2020 stating no further information was available. The device involved in the event was not returned to koru for evaluation. Since the lot/serial was unknown, a manufacturing review and assessment could not be performed. The most likely root cause of this incident is the disc luer of the koru precision flow rate tubing was not properly seated in the nose of the driver. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.